Event description:
It was reported that, "screw tip of revision driver draw rod was found broken in the set."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.